Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced elevated blood glucose with the ilet displaying high and subsequently received an alert 38 indicating a motor stall, after which a dry run was completed without alerts and a full supply change was performed successfully with new supplies. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included continued use after troubleshooting with glucose trending downward and user monitoring advised. Investigation included guided troubleshooting, a dry run to assess motor function without insulin, and a full supply change including rewind and replacement of consumables. Investigation of this case revealed that the consecutive motor stall alert was resolved following the dry run and supply change, with no leaks or tubing kinks observed and no further alerts after replacement, consistent with a transient motor stall or supply-related delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient device or supply issue that resolved after replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.